Manufacturer narrative:
Analysis was performed at the philips authorized repair facility. The results of the analysis indicate there was no beep or sound during testing. Based on the results of the analysis, it was determined that the product has malfunctioned. The cause of the reported problem was a defective speaker. The issue was resolved by replacing the speaker and the product was returned to the customer.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating that there was a speaker malfunction error message. The device had no sound. It is unknown if the device was in clinical use at the time of the report. No adverse event was reported.